Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose reading was 293 mg/dl. Troubleshooting was not possible because the no delivery alarm was resolved by complete set and reservoir change. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.